Manufacturer narrative:
The lens was returned in a small plastic cup, taped closed. Solution was dried on the lens. The optic was cut from edge past center of the lens. The lens has a large piece of optic lens material missing (not returned). The observed damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The specific issue with the lens was not provided. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted in a secondary procedure due to the lens being defective and causing blurry vision. Additional information has been requested and received stating the reason for the explant was loss of best corrected visual acuity. The reason for this was the patient is prior myopic lasik with decreased contrast sensitivity and the implantation of the company lens further decreased contrast sensitivity and then lowered the best corrected visual acuity. It was noted that there was no harm to the patient.

Manufacturer narrative:
The lens was exchanged for a non-company monofocal lens. The manufacturer internal reference number is: (B)(4).